Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: 07/23/2013. Device evaluation: review of the black box did not reveal any activity outside normal use. The alarms and warnings alert was noted to be set to the vibration mode. On testing, the pump powered on normally with fully functional auditory and vibratory ability. The pump was exercised for 24 hours without alarms occurring. For testing, multiple alarms and warnings were stimulated and the pump gave the appropriate audible and vibratory alerts. The alarm history recorded the alerts accurately at the correct time and in the correct order. The pump was opened for investigation and did not reveal any evidence of internal damage, defect or contamination. Investigation did not duplicate the complaint.

Event description:
The reporter contacted animas on (B)(4) 2013 indicating that the pump is not giving alerts for boluses. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.